Manufacturer narrative:
Device is combination product. Device evaluated by MFR: the promus select ous mr 24 x 2.50mm stent delivery system was returned for analysis. A visual examination of the stent found no issues. There was no sign of damage, stretching or lifting of the stent struts. The stent showed no signs of movement and was set between the proximal and distal markerbands. The crimped stent od (outer diameter) was measured using a snap gauge and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube shaft found a break situated at 27.2cm distal to the distal end of strain relief as well as multiple kinks located distal and proximal to the breaking site. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner lumen found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Event description:
Reportable based on device analysis completed on 04mar2020. It was reported that the device was unable to cross the lesion. The 75% stenosed target lesion was located in the moderately tortuous and moderately calcified left anterior descending artery. This 24x2.50mm promus premier select drug eluting stent delivery system was selected; however the device was unable to pass through the lesion. No patient complications were reported. However, device analysis revealed a shaft break.